Event description:
I had a bard power implanted in (B)(6) 2018 for chemo. In march in started having problems. It was very painful and they were having trouble accessing it. I had it removed (B)(6) 2019, the dr found it had twisted in my body. When she went to pull it out the metal part connecting the bulb and catheter went flying off without much force. She couldn't find the catheter it was stuck in me somewhere. They did alive x-ray and found in my vein. They removed it and found the end frayed. The dr said it shouldn't have broken apart like that, it shouldn't be frayed, and the catheter it suppose to be stick so it can move in and out with ease and it wasn't. He has used this brand a lot and he is sure that mine was defective. He also is unsure how the long piece of the catheter in my vein because there is no way it could have moved into the vein in the hour since they started to remove it. Plus I had been in so much pain the past few months. After looking at the frayed end, he thinks it might have broken off in my body at some point before they tried to remove it. FDA safety report ID# (B)(4).